Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 48/26/2015, electrode belt: 6/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Per review of the patient's continuous ECG recordings, from 11:16:55 to 11:23:18 pm, the patient's rhythm was an idioventricular rhythm at 80 bpm degrading to ventricular tachycardia (vt) from 180 bpm slowing to 150 bpm with CPR and motion artifact. The patient then received one non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 150 bpm with motion artifact. The patient's post shock rhythm was obscured by CPR and motion artifact. During this time, the patient was in vt for approximately 1 minute and 30 seconds however, the CPR and motion artifact and the patient's heart rate being at or below the prescribed treatment threshold, prevented the lifevest from delivering a treatment. The patient's rhythm then degraded to asystole with CPR and motion artifact. The patient's device was shut down at 11:23:18 pm. It is unknown who shut down the lifevest. The device was restarted at 11:23:49 pm. Per review of the patient's continuous ECG recordings, from 11:24:02 pm to 12:06:49 am, the patient's rhythm was asystole with CPR and motion artifact. The rhythm then transitioned to an idioventricular rhythm from 90 bpm slowing to an idioventricular rhythm at 70 bpm with CPR and motion artifact. The rhythm then transitions to vt at 100 bpm slowing to an idioventricular rhythm at 90 bpm with CPR and motion artifact. The electrode belt was disconnected 12:06:49 am. The patient reportedly passed away on (B)(6) 2019. There is no indication that a device malfunction caused or contributed to the patient's passing. CPR and motion artifact as well as the patient's heart rate dropping below the prescribed treatment threshold, prevented the lifevest from delivering a treatment to the patient.